Event description:
Dr. (B)(6) inserted an oacl-8.5-9 device but he thought that the stent was too long, so he removed it and changed to an oacl-8.5-7 device, but he found it was hard to pull back, finally he removed the stent, but it was transformed and let the flap still inside the chd (common hepatic duct). The flap still inside the chd. The complainant indicated that currently, the patient did not experience any adverse effects due to this occurrence. The complainant indicated that an add¿l procedure will be performed on patient to retrieve the flap later.

Manufacturer narrative:
There was no oacl-835-9 device of lot c741596 in stock at the time of the investigation; 1x oacl-8.5-9 device marked with lot c741596 was returned for eval. It was returned not with its original packaging and was opened on receipt. The customer reported the following complaint issue: ¿dr. (B)(6) was inserted oacl-8.5-9 but he thinks that stent was too long, so he removed and changed to oacl-8.5-7, but he found it was hard to pull back, finally he removed the stent, but it was transformation and let the flap still inside the chd.¿ on eval of the returned device, it was noted that the flap on both ends of the stent were missing and were not returned. The stent was badly kinked, damaged and the stent was flattened. The customer complaint could be confirmed as the flap on both ends of the stent were missing and the stent was damaged. From the info provided, the stent broke and the flap of the stent has remained in the patient. The following update has been received: ¿ the patient is in good condition now. The doctors take patient¿s current condition into account, so the add¿l procedure hasn¿t been performed yet. The complainant will inform us whether and when the add¿l procedure will be performed or not.¿ a possible cause of the flap breaking is if the device got caught in the endoscope during use or if a forceps was used to try to remove the stent and if force was used to remove the stent, it could have contributed to the flap breaking off the stent. From the info provided, the user ¿found it was hard to pull back, finally he removed the stent.¿ it is not possible to conclusively determined the root cause of this complaint as we are unable to replicate the conditions of use in the lab. Prior to distribution, all oacl-8.5-9 devices are subjected to visual inspection to ensure integrity of the product. A review of the mfg records for oacl-8.5-9 devices of lot c741596 did not reveal any discrepancies that could have contributed to this issue. A two year review of the complaints history revealed no other complaints of this nature for this rpn. This complaint therefore represents an isolated occurrence. From the info provided, the patient is in good condition and the procedure to remove the flap has not yet been performed or scheduled. No corrective action is warranted at this time. However customer quality assurance will continue to monitor for complaint trends.